Event description:
It was further reported that the stability was programmed off. The device remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) is suspected of detecting a ventricular tachycardia (vt) episode as supra ventricular tachycardia (svt). The patient blacked out during this episode as therapy was delayed. Also, there are a couple episodes that dropping in and out of the vt and vf (ventricular fibrillation) zone and the device had not acted. The company¿s technical services were contacted for review of the episodes. Device function was explained that the device functioned as programmed as the vf and vt detection counters were never met. The ICD remains in use. No further patient complications have been reported as a result of this event.